Event description:
It was reported that low impedance and noise were noted. Insulation break observed in the subclavian area. The lead remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.